Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose level was 95 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-38382.